Manufacturer narrative:
Device evaluated by MFR.: the returned watchman access system was analyzed and the reported event of kink was confirmed. The device was visually and microscopically examined. Inspection of the hub, sheath and tip revealed a kink in the sheath 33.5cm proximal of the tip. Analysis of the remainder of the device found no other damage or defects. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that device damaged. A left atrial appendage closure procedure was being performed. A watchman access system (was) was positioned, and a watchman closure device (wds) was advanced. At an unspecified point during the procedure, the was was noted to have kinked. Since a new was was not available, the physician proceeded with using the kinked was to deploy the wds and complete the procedure. No patient consequences were reported.

Event description:
It was reported that device damaged. A left atrial appendage closure procedure was being performed. A watchman access system (was) was positioned, and a watchman closure device (wds) was advanced. At an unspecified point during the procedure, the "(was)" was noted to have kinked. Since a new "(was)" was not available, the physician proceeded with using the kinked was to deploy the wds and complete the procedure. No patient consequences were reported.